Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "bag with fent/bup combo was nearly empty. Patient involvement: yes. Medical intervention needed: yes."